Event description:
It was reported that the patient¿s lead wire became disconnected 1-2 years after implant. The patient chose not to have it repaired or replaced and had not used therapy in years. Additional information was requested from the patients physician, but they were not following the patient anymore. If any additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).